Manufacturer narrative:
- Device 9 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 29-march-2024, it was reported by the patient that the ten infusion set was leaking from its site due to which hyperglycemia occurs within 2 days of infusion set use. High blood glucose level was 300 mg/dl. No further information was available.